Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had power error detected alarm recurred within a week of troubleshooting of previous occurrence. The customer¿s blood glucose was 88 mg/dl at the time of incident. Customer was previously able to clear the alarm and able to complete insulin pump rewind. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device trace download analysis confirmed the insulin pump alarmed power error 25. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error 25 due to connector resistance. After disconnecting and reconnecting the internal battery connector on electrical board 1, the device was monitored and functioned properly.